Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he had been urinating for the past 3 days prior to report once every 30 minutes. It was sudden. The patient increased stimulation (2.5v to 3.5v) in response to this 1st issue and was shocked in the testicles when he woke up. The patient also mentioned that when the issue with urination occurred, he turned stim on and increased. Patient services were unable to clarify if stim was off prior to this or if the patient meant he turned on his patient programmer and then increased. Painful stim and uncomfortable stim were noted. The status of the implantable neurostimulator was confirmed with the patient programmer. Therapy was on. There was no fall, trauma or positional movement related to this issue. Decreasing the amplitude eliminated the uncomfortable stim. The patient turned off the implantable neurostimulator and the pain resolved. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.